Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by nurse of the hospital that it is observed that the sterile barrier of the packaging was broken. The implant has been removed sterile and implanted.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. The returned outer blister has the flange/lip of one side fully broken off. No other packaging was returned. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The returned outer blister has the flange/lip of one side fully broken off. No other packaging was returned for analysis. Inspection of the entire packaging of the product is required to determine the root cause of this event. If devices and/or additional information becomes available,this investigation will be reopened. No further investigation for this event is possible at this time.

Event description:
It is reported by nurse of the hospital that it is observed that the sterile barrier of the packaging was broken. The implant has been removed sterile and implanted.